Manufacturer narrative:
G3 initial awareness date was (B)(6) 2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device ias8-120lp, 8 mm access port & low-profile obturator was being used and ¿during a robotic whipple procedure on (B)(6) 2026, the seal (sound cap, I presume) of an ias8-120lp trocar (lot # 2026022510) reportedly detached from the trocar during use and entered the patient cavity. The surgical team was able to retrieve all components." There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.